Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion device shut-down without providing a warning or error message. One minute later, the infusion device switched on two times. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.